Event description:
The customer was hospitalized for high bgs. The customer reported that they started this morning with high bgs and thru the day. The customer stated that they did not use back up plan and kept bolusing. Suggested to take manual injections per md protocol. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed and passed. The customer stated that the pump is delivering as insulin flowed immediately from the tubing when disconnected and started bolus.